Manufacturer narrative:
Device not returned for analysis.

Event description:
A vari-lase bright tip kit was used in a clinical procedure to treat varicose veins. Upon removal of the sheath and fiber as a unit, the physician reported the distal 8cm of the sheath had separated. The physician made two small incisions in the patient's leg in an attempt to remove the sheath but was unsuccessful. The patient was sent to the hospital to confirm the location of the sheath. No further information is available.